Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, since the subject device was manufactured before countermeasures had been performed as the design change after november 18, 2013, omsc surmised that the reported phenomenon might be occurred due to the operating force applied to the power switch and the number of times of the power switch operations exceeded expectations. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing the power switch of the subject device was broken and stuck, and the subject device could not be turned the power on. The field service engineer of olympus (B)(4) (oekg) replaced the power switch to new one by on-site repair.there was no report of patient injury associated with this event.